Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the feeding tube was inserted to the patient and noted difficulty pulling out the guidewire out. The end of the guidewire with the green cap came apart and poked writer¿s left thumb. The feeding tube was flushed with sterile water and able to pull out the guidewire. Additional information was received and stated that there was no medical intervention or treatment required to the staff involved and there was no patient harm reported.